Manufacturer narrative:
Supplemental report submitted to correct date aware provided in follow up #1 to 13-mar-2020. Device evaluation: the evo-fc-10-11-8-b device of lot number c1570747 involved in this complaint device involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 14th february 2020. Flexor was observed broken at the clear section. Stent was partially deployed on return. Handle was actuating fine. Unable to deploy the stent. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1570747 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1570747 ; upon review of complaints this failure mode has not occurred previously with this lot #c1570747 . The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the outer sheath may have gotten caught up on the scope leading to the break and in turn the deployment issues. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report submitted to correct date aware provided in follow up #1 to 13-mar-2020.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1570747 involved in this complaint device involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2020. Flexor was observed broken at the clear section. Stent was partially deployed on return. Handle was actuating fine. Unable to deploy the stent. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1570747 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1570747 ; upon review of complaints this failure mode has not occurred previously with this lot #c1570747 . The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the outer sheath may have gotten caught up on the scope leading to the break and in turn the deployment issues. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stent failed to deploy. "As per complaint form": delivery system and stent removed through scope update cc form: non tortuous position, normal stricture of mid cbd. Not difficult to pass evolution stent sheath. Stent would not deploy fully. Stent and system removed and another used. Rep update: the stent did in fact not partially deploy. The stent stayed in the delivery system although the trigger depressed as normal.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent failed to deploy. "As per complaint form": delivery system and stent removed through scope. Update cc form: non tortuous position, normal stricture of mid cbd. Not difficult to pass evolution stent sheath. Stent would not deploy fully. Stent and system removed and another used. Rep update: the stent did in fact not partially deploy. The stent stayed in the delivery system although the trigger depressed as normal.